Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during ria 2 reaming in the femur shaft the holding clips from the reamer head 2 broke. It was possible to rescue the head via the reaming rod; however, two pieces were left in the bone. The procedure was successfully completed. This report involves one (1) 12.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product codes: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument release to warehouse date: 02-sep-2021, expiration date: 01-jul-2031, part number: 03.404.020s, 12mm reamer head for ria 2-sterile, lot number: 344p076 (sterile). Component part(s) reviewed: part number: 03.404m020, ria ii reamer head 12.0mm, lot number: 80p5319. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the reamer head f/ria 2 ø12 was found to be broken from the shaft. Embedded device condition cannot be confirmed since x-ray evidence was not provided. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the reamer head f/ria 2 ø12. Due to the trend with the broken ria 2 reamer heads identified during post-market surveillance, the CAPA-010231 was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation was initiated to define any further action related to the breakage. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: photo investigation: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the reamer head f/ria 2 ø12 was found to be broken from the shaft. Embedded device condition cannot be confirmed since x-ray evidence was not provided. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that reamer head f/ria 2 ø12 was observed to be broken from the shaft. Embedded device condition cannot be confirmed since x-ray evidence was not provided. A dimensional inspection for the reamer head f/ria 2 ø12 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the reamer head f/ria 2 ø12. Due to the trend with the broken ria 2 reamer heads identified during post-market surveillance, the CAPA was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation (pie) was initiated to define any further action related to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument; release to warehouse date: 02-sep-2021; expiration date: 01-jul-2031; part number: 03.404.020s, 12mm reamer head for ria 2-sterile; lot number: 344p076 (sterile); lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m020, ria ii reamer head 12.0mm; lot number: 80p5319; lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certification for heat was reviewed and determined to be conforming. Certificate of compliance was reviewed and determined to be conforming. Raw material certification was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.